Manufacturer narrative:
This medwatch (B)(4) is being rescinded. The complaint was reviewed on 01mar2016 and event does not meet the definition of an MDR reportable event. The non-union will be captured under the broken screw MDR's, not the plate. The medwatch associated with the plate will be retracted since there is now an associated malfunction with non-union. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown plate. Part and lot numbers were not provided by reporter. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery due to non-union on (B)(6) 2014. The patient was initially implanted on an unknown date with an unknown synthes plate and unknown synthes locking screws as part of a wrist revision arthrodesis procedure. The patient had prior failed right wrist arthrodesis with persistent nonunion; with significant scarring around the extensor tendons around the bone which was all taken down and there was significant false bony union which was also taken down with rongeur and curet. During the (B)(6) 2014 surgery the existing hardware was explanted. There was solid fusion of the prior wrist arthrodesis everywhere except at the junction of the distal radius and the fuse metacarpal and third metacarpal. This was all taken down to healthy bone and then a new competitor's 7-hole reconstruction plate was implanted with six 4.0 locking screws, placed 3 proximal and 3 distal to the nonunion site. This was augmented with distal radial articular bone graft, vitoss 2.5 ml bone graft, vitoss macro-morsels which were all packed in the defect site. Fixation was secure and verified by x-ray. A (B)(6) drain was placed. Skin was closed with 4-0 nylon, dressing applied to the wound with plaster reinforcement. This report is for one unknown plate. This report is 1 of 2 for com-(B)(4).